Manufacturer narrative:
(B)(4). No patient medical information or device information was provided by the initial reporter; therefore we are neither able to review any applicable device history records, nor to determine whether the suspect device caused or contributed to the reported event.

Event description:
On (B)(6) 2013: the patient presented for an office visit where patient demographics were noted. On (B)(6) 2013: the patient underwent for x-ray imaging. On (B)(6) 2013: the patient presented with degenerative disease due to history of laminotomy at l3-4. Diagnosis: disc herniation at l4-l5.; facet arthropathy at l1-s1; spinal stenosis: l4-l5. On (B)(6) 2013: the patient presented for an office visit and was assessed for pain intensity, personal care, lifting, walking, sitting, standing, sleeping, sex life, social life, traveling. On (B)(6) 2013: the patient underwent following surgical treatment: decompression surgery, l3-l4 (laminectomy), l4-l5 (laminectomy); diskectomy, l3-l4, l4-l5; posterior fusion: posterior instrumentation + tlif (l3-l5); with surgical approach as: minimal access surgery with local autologous bone grafting. On (B)(6) 2014: the patient presented for an office visit and was assessed for pain intensity, personal care, lifting, walking, sitting, standing, sleeping, sex life, social life, traveling. On (B)(6) 2014: the patient presented for an office visit and was graded under lenke fusion grades as posterior fusion grade: grade I. Later, patient also underwent for x-ray imaging. On (B)(6) 2015: the patient presented with complaint of l4/5 pain with weakness. For which patient underwent emg/nerve conduction study which confirmed l5-s1 radiculopathy. On (B)(6) 2015: the patient underwent treatment with left l4/5 revision of laminotomy with left l5 screw revision and left l5/s1 revision laminotomy. On (B)(6) 2015: the patient presented for an office visit and was graded under lenke fusion grades as posterior fusion grade: grade I. Later, patient also underwent for x-ray imaging.